Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall off test. The cause was isolated to an electrical short in the distribution node (dn) pca board. The root cause for the dn short was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt and check te pad messages.